Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during initial drain. The home patient (hp) had started therapy without being connected and then later connected to the contaminated setup. The technical service representative (tsr) explained the message and advised the hp to recycle power to the machine and a system error 2367 occurred. The tsr advised the hp to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp confirmed the cause of the alarm was that she had started therapy before connecting to the cycler. The hp explained that she did not contact her nurse, so she was advised to do so. Per the hp she was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported..

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during initial drain is confirmed. The root cause is a use error. No lot number was available, therefore no batch review was performed. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.